Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Surgeon reported the issue to the sales rep that upon opening the nail during the surgery it allegedly came out of the package damaged. Another nail was opened to complete the surgery. No adverse consequences were reported.